Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. Programming changes were made. No noise was seen after the changes. There were no patient consequences.